Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button, with the device only waking when placed on the charging pad; the screen otherwise remained responsive, the battery was charged, and multiple attempts to activate the wake function failed, consistent with a device key/button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an electrical problem associated with the wake button, consistent with a component-level switch failure leading to the unresponsive button behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.